Event description:
It was reported that this patient with this pacemaker was seen in the emergency room (ER) due to not feeling well. The presenting electrogram (egm) showed right atrial (ra) lead undersensing and high threshold outputs. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that farfield oversensing was observed on the presenting and stored egms.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.